Event description:
Pt underwent a stent deployment to the rca. The lesion was easily crossed and pre-dilated with 2.5 balloon at 8.0 atm pressure. Then the 3mm stent was advanced without difficulty. However, the stent sheath was withdrawn, and the sten was exposed-- failed to cross the lesion with this stent. Subsequently, stent, balloon, wire and giuding catheter were removed as one unit. Failed to recover stent either in the catheter, sheath or arterial sheath. Assumed stent was lost below diaphram and remains in pt. The procedure was completed without difficulty.